Event description:
It was reported a filter did not appear to open completely following deployment via a jugualr approach. Another filter was successfully placed without pt complications. Co's follow up revealed the filter was placed in clot which co believes contributed to this event. Co's directions for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release.. Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."